Event description:
It was reported to philips that the system was hard to move. The customer alleged that they herniated a disk in their back and are currently taking muscle relaxers for the pain; however, no further details regarding the alleged herniated disk have been provided at this time. An investigation into this complaint has been initiated by philips.